Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent breast lift procedure on an unknown date and topical skin adhesive was used. Two days post-operatively, the patient developed redness, rash and itching at the site. The topical skin adhesive was removed and the patient was administered oral and topical benadryl and steroids. Additional information has been requested.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch hlr188, batch hkr992, batch hkh121, batch hlr382. Conclusion: representative samples were returned for evaluation. Visual inspection was performed and revealed that the packages are closed and sealed and no damages or anomalies were observed. Visual examination of the applicators shows that the ampoules are sealed and contained inside the bulb. The formulation is in liquid state and the porous filter is normal in color. No anomalies or defects are observed. Conclusion: representative samples were returned for evaluation. Functional inspection was performed and all criteria of chemical analysis were met for set time, set temperature and purity.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch hlr188, mfg. Date 10/20/2014, exp. Date 09/30/2016. Batch hkr992, mfg. Date 09/25/2014, exp. Date 08/31/2016. Batch hkh121, mfg. Date 09/26/2014, exp. Date 08/31/2016. Batch hlr382, mfg. Date 10/21/2014, exp. Date 09/30/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.